Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Once at the hospital the patients pod was removed and it was discovered that the cannula had become dislodged from the pod infusion site. The patient was treated with intravenous insulin. The patient was discharged from the hospital after 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.